Manufacturer narrative:
Follow up #1 ¿ corrected information (B)(6) 2016. This complaint is being ruled out as a reportable event as it has subsequently been discovered that the hcp did not select control test when applying the control solution. The hcp has received training and is now happy with the onetouch verioflex meter. No products are being returned for investigation.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate control solution test result of "over 22 mmol/l". This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.